Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Inspection indicated the device had a no telemetry condition. The device had evidence of being autoclaved. The device functioned properly after being attached to an external supply and new operating code was downloaded. The root cause analysis for no telemetry condition could not be determined.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.